Event description:
Pt stating that her curlin pump had a "motor stall" this type of error requires the pump to be serviced and sent back. Pt will need new pump by (B)(6) 2025. No doses missed. No adverse events. Serial number not provided. Replacement pump sent.